Event description:
External infection occurring at the site of the subcutaneous cuff of the peritoneal catheter was treated by excising the unfected skin. The cuff was freed from the skin and the bulk of the cuff material was removed. The catheter was anchored to the intact area of the skin with nylon sutures. Prior treatment of the infection with antibiotics and cleansing the site did not eliminate the infection, which became chronic.

Manufacturer narrative:
Info given in section f was obtained from co records. Co has solicited the info from the contact person by letter, phone and fax. Co has received no more info from contact.